Event description:
Reporting status: serious injury/hospitalization/surgical intervention. Reporting rationale: perforation requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via trial that during a mid lad stenting procedure, after a xience stent was implanted, the patient experienced a target vessel/non-target lesion perforation. The patient experienced cardiac tamponade, coronary cardiogenic shock, bradycardia, dyspnea and a change in level of consciousness. Prolonged hospitalization was required. Surgical intervention was performed. No additional event or patient information is available.